Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017.device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: pump was returned with the audio tone alarm operating properly- the alleged issue could not be duplicated. Sound test passed with 67.0 db. The pump was opened for further investigation with no intermittent condition found. Unrelated to the original complaint, the battery compartment was noted to be cracked.